Event description:
It was reported that there was noise on the programmer's electrocardiogram. The programmer was returned for service. No patient complications have been reported as a result of this event. Noise on the electrocardiogram...

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment of noise on the electrocardiogram (ECG) and determined that the ECG connector was extremely loose.